Manufacturer narrative:
G6 was updated for follow up. H6 code was updated. The customer did not return the product. Further testing was unable to be completed. If additional information is received an additional follow up MDR will be submitted.

Manufacturer narrative:
Submission 1419341-2024-00020 follow-up 1 was missing the awareness date in section g3/4. The correct date was 07 january 2025.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformance's associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. Quality control testing was complete and passed. If additional information is received an additional follow up MDR will be submitted.

Event description:
The customer reported on (B)(6) 2024 tissue that was 3 to 5 microns detached from apex superior adhesive slide - white (1440), p/n: 3800080e during ihc routine staining on the roche ihc instrument. Re-biopsy was not required for diagnosis. Additional information was provided on 20 dec 2024, that the lot that had the issue was lot: 4900072853.